Event description:
Caller reported a cartridge alarm 20 but did not wish to discuss the issue further as it had resolved on its own. There was no adverse impact to the customer¿s blood glucose level. No additional actions were needed as the issue was self-resolved.